Manufacturer narrative:
The regent lot number was 75443201 with an expiration date of 31-jul-2024. General reagent issues were excluded as the correct result was obtained upon repeat testing using the same reagent. The investigation is ongoing.

Event description:
There was an allegation of a questionable cobas integra creatinine plus ver.2 assay result from the cobas 6000 c501 module. The initial result was 1.8 mg/dl. The physician requested repeat testing and the result was 0.95 mg/dl.

Manufacturer narrative:
The field service engineer performed preventive maintenance. The investigation determined these service actions resolved the issue.